Event description:
Boston scientific received info this right ventricular lead was repositioned due to high threshold measurements which resulted in loss of capture. No adverse pt effects were reported. The lead remains implanted. Boston scientific did not make the event date available.